Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
Reprise edge study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the reprise edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was not given and the patient was on a prior regimen of aspirin or other antiplatelet medications. A loading dose of 325 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. Two days post index procedure, the patient developed lbbb. That day, the patient was discharged on aspirin. It was further reported that on the same day, post index procedure, the patient developed lbbb, not two days post procedure as previously reported. Electrophysiology was performed as a diagnostic test. No action was taken to treat the event. Two days post index procedure, the event was recovered with sequelae. It was further reported that the lbbb was first observed post balloon valvuloplasty. In addition, the lbbb led to a prolongation of hospitalization.

Manufacturer narrative:
(B)(6). Date of event - corrected from (B)(6) 2020 to (B)(6) 2020. Describe event or problem - updated and corrected

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was not given and the patient was on a prior regimen of aspirin or other antiplatelet medications. A loading dose of 325 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. Two days post index procedure, the patient developed lbbb. That day, the patient was discharged on aspirin. It was further reported that on the same day, post index procedure, the patient developed lbbb, not two days post procedure as previously reported. Electrophysiology was performed as a diagnostic test. No action was taken to treat the event. Two days post index procedure, the event was recovered with sequelae.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the reprise edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was not given and the patient was on a prior regimen of aspirin or other antiplatelet medications. A loading dose of 325 mg of aspirin was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. Two days post index procedure, the patient developed lbbb. That day, the patient was discharged on aspirin.